Event description:
It was reported that after a small bowel resection with glc, a staple line leak was reported a few days post op. The dr who operated said he did not believe it was the stapler's fault. However, this was his first operation in 2 years where a leak occurred and the only change was using the new stapler. The department head thinks the leak occurred due to the glc.

Manufacturer narrative:
(B)(4). Date sent 1/6/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2024 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information received: surgeon very receptive to the new glc80. He works with residents in cases so he never fired the glc80 himself. He loved the 80 mm device. Was having issues loading the reload. Knife did not advance all of the way. Concerned with movement of blade he said the staple line looked shorter than normal. But before they closed everything looked good with no issues. The patient developed a leak 3 days later and had to have re-operation. The surgeon thought that this is not the devices fault but one surgeon was wondering if it was the devices fault. Surgeon has used this device 10-15 times. No concern with staple formation at all. The surgeon said the staples looked different, but the rep went over 3 d stapling and the surgeon was okay. Additional information was requested, and the following was obtained: were there any deficiencies identified with the staple formation and/or use of the device operatively? O no issues reported and dr. F said he was happy with the staple line¿ he did not believe that the stapler was the cause of the leak, but another dr. Does believe it is. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2025. Additional information received: the patient had a bowel obstruction within the first week of surgery. Used an 80mm device. The staples were not in perfect alignment. The staples were in the bowel and kind of hanging out and he thinks that maybe be at risk for adhesions or tearing tissue so he oversewed the bowel. Surgeon said that a lesson learned that moving forward he may not use the 100 in a bowel procedure.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. Additional information received: the patient had a bowel obstruction within the first week of surgery. Used an 80mm device. The staples were not in perfect alignment. The staples were in the bowel and kind of hanging out and he thinks that maybe be at risk for adhesions or tearing tissue so he oversewed the bowel.